Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump placed to support he patient admitted in with a cardiac history and a prior pump explanted 10 days prior. The pump was placed as the team made decision to perform the percutaneous coronary intervention(pci). The pump allowed for high-risk percutaneous coronary intervention and was supporting when it was explanted and replaced on day 6 due to concerns of pump not unloading.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. G2 added selection that was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned for evaluation. Cardiac failure: clinical details noted that the patient was experiencing worsening heart failure while on support. The cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: clinical details noted that the pump was exchanged due to clinical team's concern that the pump was not supporting the patient. Insufficient data logs at time of reported issue were not returned. The cause of the low flow could not be determined as limited clinical details were provided with no product and insufficient logs returned for evaluation. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
Correction: e4; and h6 medical device problem code 140508 was inadvertently omitted on the initial manufacturer device report.